Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer a few days ago in (B)(6) 2016. The patient was not recently implanted or had a revision surgery. The patient used the antenna, confirmed the antenna was secure, synced with the implantable neurostimulator (ins), and this did not resolve the issue. Moving away from any sources of potential emi did not resolve the issue. Unplugging the antenna, placing the programmer directly over the ins, and syncing resolved the issue. The patient was able to successfully connect 1 time and stimulation was turned off. The patient turned stimulation back on, but it was too strong. The patient decreased to 2.9v, but that was too strong and after that the patient was not able to sync and reduce stimulation. The patient's back was hurting when stimulation was too high and the patient tried to use the programmer to decrease and then was unable to connect using the programmer to increase again. The patient was unable to turn stimulation off and it was too strong. The patient had poor communication with and without the antenna. The patient was able to turn it on or off, but could not decrease using the minus button. The patient quit feeling stimulation and began to pee a little more. After implant the patient had post-surgical pain. Two days later, the patient had just received the new programmer and had the poor communication screen. The patient was able to connect with their ins once and pulled the therapy screen up to see that their implant was off. There was not check mark in the box. The patient was trying to connect over clothing and was intermittently getting the poor communication screen. It was suspected that the reason for poor communication was that the patient was trying to connect over clothing. The patient would call back when they were able to go to the bathroom and be able to connect without the clothing barrier. The patient would be returning the previous programmer. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.